Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Additionally, it was reported that the pump battery could not be charged. Customer¿s blood glucose level was 400 mg/dl. The customer reverted to an alternate method of insulin therapy.